Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis of the pump identified the motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 5mg/ml; 2.5179 mg/day and bupivicaine 20mg/ml; 10.071 mg/day via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain and failed back surgery syndrome. The event date was (B)(6) 2015. A motor stall occurred on (B)(6) 2015. Per pump telemetry the stopped pump period may exceed tube set. The issue was identified when the patient attempted a bolus. The patient presented to the emergency room (ER). Diagnostics/troubleshooting were not performed. Surgical intervention occurred on (B)(6) 2015 and the pump was replaced. Patient status was alive; no injury. Specific patient symptoms, cause of the event, as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Event description:
[The following information was previously reported under manufacturer's report # 3007566237-2015-03160, but going forward will be included in this manufacturer's report # 3004209178-2015-21891: information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown intrathecal medication via an implanted pump. The physician has had three to four motor stalls. Patient and device information, specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a company representative reported the physician had a few patients with motor stalls.]